Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, the pulse generator exhibited loss of output. Reprogramming the device was unsuccessful. On (B)(6) the patient was seen in clinic and the output issue was no longer noted. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.